Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. No problem found. Fse verified charging voltages across all boards. Made sure mobile view station (mvs) ups battery lasted 5 minutes. Reviewed error logs and did not find any messages in regards to low battery voltage. Performed a system check. O-arm operating to specifications. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. No further issues reported. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported the system is displaying multiple errors (unknown text), is not charging and intermittently powering down. A field service engineer (fse) dispatched to site. There was no patient present when this issue was identified.